Manufacturer narrative:
Device label code for f10. Position 1 and 2: 1738. Evaluation: underwater leak testing disclosed a leak in the membrane. Under microscopy, a penetration was seen within a whitish patch. The patch, when stained, exhibited the typical appearance of an abrasion mark. Probable cause of difficulty: the ragged edged penetration located within an abrasion mark is typical of that produced by calcified plaque during iabp.

Event description:
The iab leaked. This was the only info at the time of the report. On 11/5/97 it was reported to datascope that blood backed up into the gas extension tubing. The dr was notified and iabp was discontinued. Event complications: unk - reported 6/25/97; none - reported 11/5/97. Pt current status: discharged - rpt'd 11/5/97.